Manufacturer narrative:
The reported field event of an inability to loosen the set screw was confirmed in the laboratory. Visual inspection noted septum material inside the rv is1 set screw hex cavity. This material could have prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the or for normal device replacement due to eol. During the procedure the physician was unable to get the wrench to engage in the rv pace/sense portion of the header. Ultimately the pin was damaged and a new lead was placed. Because the vein was occluded the physician was unable to place the new lead. Instead the physician decided to cap the lead and implanted the new system on the patient¿s right side without adverse event and the procedure concluded successfully. The patient was stable before, during, and after the procedure and will continue to be monitored.